Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer set the pump aside after attempting to resolve the issue by changing the cartridge twice and continued insulin therapy. Technical support advised the customer to try a new cartridge upon returning home and, if necessary, a new infusion set would be considered.